Manufacturer narrative:
Patient age at time of event: in his 70s. (B)(4).

Event description:
It was further reported the jetstream xc catheter, 2.4mm, was being used in the superficial femoral artery (sfa). After the jetstream was removed from the patient, the vessel was rewired and balloon angioplasty was used to complete the procedure.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported catheter stuck on wire. The physician was using 2.4mm jetstream catheter over a 014 thruway wire during an atherectomy procedure. The catheter go stuck on the guidwire and had to be taken out of the patient together. No patient complications were reported.